Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was retracted, it was noted that a needle was not captured by a cuff. The device was removed and a second proglide was attempted with the same results. The second proglide device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Device #1: part# 12673-03, lot# 85023-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.